Event description:
The lay user/reporter called lifescan (lfs) on july 31, 2006, and alleged that the one touch ultra meter was missing segments. The lfs representative was able to speak to the pt/reporter and obtained and verified the following info. The meter was missing segments, the pt was aware of it at the time of testing. The pt was reportedly guessing at the blood glucose result, as the top half of the result was missing. The pt takes mixtard 30 insulin as a set amount, 18 units in the morning and 16 units in the evening. He stated that he did not change the dosage during this time of concern and on the day of the event, he took his normal dosage of insulin. In 2006, in the morning, he obtained a result of "6.3mmol/l". He ate a "usual" breakfast of toast and for lunch, he ate a sandwich. He ate dinner early that evening, but he does not recall what he had. At approx 5:00 p.m., he began to feel shaky and unsteady. He tested on his meter and obtained, what he thought was a result of 8.8 mmol/l. He collapsed just after testing and his wife gave him hypostop gel. He did not come around so his wife called the paramedics. He was given an IV drip and taken to the hosp, where he arrived at 6:00 p.m. His blood glucose was stabilized at the hosp and he was then released. He does not recall any of the blood glucose results obtained from the healthcare professional's meters. The pt stated that this was the only event that occurred while his meter was missing segments. This complaint is being reported, as the meter issue was not resolved with troubleshooting. The pt was unable to test using the meter and later was treated for hypoglycemia by medical professionals. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet recieved it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.